Manufacturer narrative:
H10: the device was received by the manufacturer on (B)(6)2019 . The used ir-3s surplug nano connector was confirmed to leak. The leaking was the result of an axial rupture in the sidewall of the silicone seal between the full ring stop and bottom seal. The seal slit was aligned with the axial rupture at the bottom of the seal. There was no evidence of a needle strike. The probable cause of the seal rupture and subsequent leakage is slitter damage during assembly in salt lake city. No DHR lot number review was conducted since no lot number was identified.

Manufacturer narrative:
The device was received by the manufacturer and the investigation is in progress.

Event description:
The event involved a nano connector that allowed air infiltration. The leakage was observed in the tip when water was passed from lock connector side, bellows part of silicone rubber was partially torn. There was no scratch or deformation housing, threads, or lock connector. The spike was not bent, and it was mentioned that 1 piece was torn. The event was not detected prior to patient use, it was noted during infusion. The mating device(s) were cv (cardiovascular) catheter, infusion set and extension tube. There was no serious injury/death, no blood loss, no adverse operator consequences, and no medical/surgical intervention was required.